Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: h6: the device medical device problem code of use of device problem (a23) has been added.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: h6 corrected data: the medical device problem code of "appropriate term code not available (a27) was removed.

Event description:
It was reported that during an unspecified surgical procedure the cor disposable system w/perp 8mm device was opened and the osteochondral graft was taken and at the time of making the passage of the graft transfer, the transfer instrument was defective because it did not have the transfer bar. It was reported that they had to take out the graft pushed with a dissector, in this step almost damaged the graft and so they could put it in the receiving area. It was reported that this issue caused the procedure to be delayed in their surgical times were affected in approximately (20) twenty minutes, since the doctor tried to remove the graft. It was reported that the procedure was finally finished successfully but affected the patient by what happened. There were no adverse patient consequences reported. Additional request for information regarding patient status was not received. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: ¿ the photograph attached was reviewed, however the image quality is poor and no observations pertaining to the nature of the reported event could be identified. A manufacturing investigation was performed for a previous related incident for the same lot number; the device was identified from the photo provided. Cosmetic/visual inspection found the plunger was missing. The DHR was checked and no non conformances were found. The supplier performed an investigation with their engineering, qa and operations departments. In the assembly there was a missing pin due to assembly mistake. The failure is because of a sporadic event of an assembly personnel mistake in the cleanroom. This issue has been escalated to a CAPA. The overall complaint was confirmed as the reported condition of the cor disposable system w/perp 8mm would contribute to the complained device issue. ¿ based on the investigation findings, the potential cause is traced to manufacturing. This product issue will be addressed through depuy synthes mitek quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.